Event description:
It was reported that this right ventricular (rv) lead was explanted because patient had vegetation on lead. No active infection in pocket. No new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block f10 patient impact code to infection and h6 patient impact code to infection. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right ventricular (rv) lead was explanted because patient had vegetation on lead. No active infection in pocket. No new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomaly. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Field report of infection or infection-related conditions is a known medical risk when the skin barrier is breached. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Revision to the initial MDR in block f10 patient impact code to infection and h6 patient impact code to infection. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right ventricular (rv) lead was explanted because patient had vegetation on lead. No active infection in pocket. No new lead implanted. The lead was returned for analysis. No additional adverse patient effects were reported.